Event description:
During endoscopic sinus surgery, a 5mm portion of the blade tip broke off and was easily removed from the patient with no delay of surgery.

Manufacturer narrative:
A medwatch form was not received from the reporter. Any missing or incomplete data on this form 3500a is the result of information not being provided or released by the reporter, despite multiple attempts to obtain the required information. This product was being used for treatment, not diagnosis. There was no patient impact and no additional follow up care was required as a result of this event. The reported lot was manufactured with no non-conformances and no anomalies. No product was returned and no reserve samples of the lot are available for evaluation. A review of the complaint history indicates no trends for this product. Instructions for use statements include, but are not limited to, the following: excessive pressure applied to blade may cause blade fracture. Should a blade fracture occur during use, extreme care must be exercised to ensure that all fragments of the blade are retrieved and removed from the patient. Unresolved blade fragments may cause tissue damage to the patient.